Manufacturer narrative:
This report is submitted on september 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [65019 device analysis report.pdf]

Event description:
Per the patient's surgeon, during attempted initial insertion of the electrode array, the electrode tip folded over, resulting in an unsuccessful insertion. Subsequently, the surgeon attempted to reload the array into the sheath; however, sheath material became detached. The surgeon discontinued use of the device, and successfully implanted the patient with the backup cochlear implant. This is no patient injury associated with this event.